Event description:
It was reported that that, during an artificial urinary sphincter (aus) re-implant procedure, the medical staff perforated the urethra with the scalpel during dissection; therefore, the procedure was cancelled. It was noted that the physician was unable to use the metzenbaum scissors to dissect urethral tissue due to significant scar tissue. The patient wants a second opinion for a replacement procedure. No further information was reported.